Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient was prescribed a ten day course of oral antibiotics beginning (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.